Event description:
The reporter stated that the surgeon inserted a cc4204bf plate collamer lens. The lens tore during insertion into the eye. The lens was removed. Additional information has been requested from the user facility but none has been forthcoming.